Event description:
It was reported that bd needle sftygld 25x1 rb needle pulled out of hub. Verbatim: complaint via email. Email(s) attached report incident or problem information. Reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): (B)(6) 2026. Site name/location: level of harm: temporary harm. Alberta optional report to cmdsnet (health canada): yes. Incident details: patient required haldol intramuscular injection, upon administration to l thigh and removal of needle- needle remained in thigh and separated from plastic piece. Patient thrashing around, advised patient to relax, writer was able to remove needle manually. Who was affected? Patient procedure: bd safety glide needle 25 g x 1 - intramuscular injection device information device name/description: needle hypodermic safety 25ga x 1 in manufacturer: manufacturer code/model: 305916. Serial or lot number: (B)(6) device expiry date (yyyy-mm-dd): 2027-09-30. Supplier: supplier catalogue number: (B)(4). Was the device retained? No. Investigation request. Expected type of investigation: lot review. Clinical contact information. Manager (cc on final report): filing reference ID: (B)(4). End of report. Yes, the metal needle separated from the plastic hub.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.